Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 9:11 am on (B)(6) 2018, the customer had a meter result of 4.0 inr. The customer ate greens following this result and anticipated the result to be lower on (B)(6) 2018. At 5:45 pm on (B)(6) 2018, the customer tested by fingerstick on the meter and the result was 3.9 inr. Within 1 hour the patient had a lab test and the result was 2.9 inr. The customer has a therapeutic range of 2.5-3.5 inr. Customer has no hematocrit issues, no direct thrombin inhibitors, no heparin, no antiphospholipid antibodies, no dose changes, no new medication, no new illness and no bleeding or bruising. The customer is in stable condition. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 281241) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. However, it is stated in the communication to discontinue use of and discard affected strips.